Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; air bubbles in the infusion set and the insulin cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data and download history did not reveal any evidence of activity outside of normal use. On investigation, ez-prime function was successfully performed. No air bubbles, errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the ¿unusual issue¿ complaint. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad and the display was noted to be dim and discolored.